Event description:
A peritoneal dialysis (pd) patient experienced bacterial peritonitis. On an unknown date, the patient was treated with ceftazidime (1g, intraperitoneal, for 14 days) for peritonitis. It was not reported if the patient was hospitalized for the event. The cause of peritonitis and action taken with pd therapy were unknown. At the time of this report, the patient has recovered from the event. No additional information is available.

Manufacturer narrative:
Initial reporter phone no: (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.